Manufacturer narrative:
Qn# (B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn j02020) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-002839) while applying approximately 8 lbs. Of force on a weight scale (ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.00 secs insertion 2: 3.81 secs insertion 3: 3.24 secs hard profile (105 lbs/ft3) insertion 1: 10.05 secs insertion 2: 8.12 secs insertion 3: 9.63 secs the driver successfully negotiated both the soft and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the device history record found that the driver passed all the release criteria. The device was released in 11/2015 and is approximately 5.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned at this time. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
On 21-mar-2021, an experienced emergency physician wanted to place an intraosseous access at the proximal tibia of the patient. After about 1 cm depth in the bone, the device stopped despite a green led. Since the emergency vehicle was alone on the site with the emergency physician and emergency paramedic, there was no backup device available. The patient was a 57-year-old, normal weight. A similar incident occurred on 22-mar-2021. In this case, the ez-io also stopped after a depth of approximately 1 cm in the bone, despite the green led being lighted. In this case, the access was successfully continued with a backup device from the ambulance vehicle. Both drills were manufactured in 2016 and have not been used 500 times.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, an experienced emergency physician wanted to place an intraosseous access at the proximal tibia of the patient. After about 1 cm depth in the bone, the device stopped despite a green led. Since the emergency vehicle was alone on the site with the emergency physician and emergency paramedic, there was no backup device available. The patient was a (B)(6)-year-old, normal weight. A similar incident occurred on (B)(6) 2021. In this case, the ez-io also stopped after a depth of approximately 1 cm in the bone, despite the green led being lighted. In this case, the access was successfully continued with a backup device from the ambulance vehicle. Both drills were manufactured in 2016 and have not been used 500 times.